Event description:
It was reported by service report that the stretcher had a broken return spring on the side control pump pedal. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal return spring.